Event description:
It was reported that during an unk procedure, the device did not fire on the third firing. The reverse button was attempted but did not work. The reverse button seemed broken as it was loose and not engaged. The manual override was used and a new device was opened with no harm to the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2024 d4: batch # 949c85 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 949c85, and no non-conformances were identified.